Event description:
Additional information received noted that a new biv system was implanted in the united states due to this left ventricular lead fracture. The lead was surgically abandoned and the previously implanted device was explanted and will not be returned.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that during a routine follow up it was noted that this left ventricular lead showed out of range pacing impedances and loss of capture. The device was reprogrammed to right ventricular therapy only. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Should additional information become available this investigation will be updated.